Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The lead will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead, high pacing impedances greater than 4000 ohms were noted while connected to a pacing system analyzer and could not be resolved. Similar issues were noted with an additional right ventricular lead and an attempted right atrial lead. All 3 leads were attempted and subsequently removed, and eventually the physician was able to successfully place two different leads and the pulse generator with normal diagnostics. No adverse patient effects were reported.